Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the shunt sensor leaked. The product was changed out, and the second sensor also leaked. This sensor was changed out, and the third worked without issue. The products were changed out. There was less than 1 cc blood loss. The surgery was completed successfully without delay.

Manufacturer narrative:
Terumo did not receive the actual device for investigation; therefore, investigation of the complaint was conducted using complaint trending. Based on the description of the complaint, the complaint was determined to have been a leak from the thermowell. It is most likely that the unit did not receive enough adhesive at the thermowell, or the technique used to apply the adhesive did not allow for optimal dispersion. The unit was cured enough to pass a leak test, but was likely compromised by excessive forces during shipping and handling. (B)(4). Method: investigation based on complaint trending.